Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
During a lower extremity/iliac intervention, the physician realized that the stent catheter was not in the target location. The physician pulled the stent back into the sheath and advanced the sheath further into a very tight location. He then pushed the stent catheter forward and the stent came off the balloon prematurely. The stent came off in the sheath and the sheath and catheter were removed without any issues to the patient. The doctor then went in with another balloon expandable stent, after accessing the opposite side and deployed a stent successfully with a great result in the patient.